Event description:
Procedure: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Device was used for therapeutic treatment. Additional info has been requested, but not yet received.

Manufacturer narrative:
(B)(4). Brand name: uretex sup urethral support system. Catalog # 485013, expiration date: 12/31/2012. (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Device was used for therapeutic treatment. The reason for mesh implantation: mixed urinary incontinence. The procedure performed: synthetic pubovaginal sling, cystoscopy with suprapubic catheter placement. Complications post uretex sup placement: in 2011 - urethral erosion of vaginal sling, vault prolapse after hysterectomy, stage ii cystocele (indirect information taken from preoperative diagnosis of the operative report). Complications post additional surgery: in 2011 - bowels are functioning slowly, constipated, midstream she has pain in the bladder, denies incontinence - status post-surgery, intermittent urethral pain - follow-up in 1 month, given coupon and prescription for urinary tract infection (uti). (Further medical records are not available for review).